Event description:
It was reported that the patient was unable to make an adjustment with or without the antenna attached to the programmer. The patient stated that she ¿just tried it today and had been trying it for the last twenty minutes.¿ the patient saw the poor communication screen. The patient stated that she checked her implant with the programmer ¿about every month or so¿ and had not checked it in ¿a few months¿ so wanted to check it the day of the report. Later that day, it was reported that the programmer would not do telemetry with or without the antenna. The following day, it was reported that the patient received his new programmer and it was doing the same thing as his old programmer. The patient had an appointment scheduled to see her healthcare provider (hcp) on (B)(6) 2013.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was later reported that patient confirmed the implantable neurostimulator (ins) battery was determined to be depleted due to norm al battery depletion and was ultimately replaced to resolve.